Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of multiple atypical alarms was confirmed via the provided log file. The log file captured several atypical power cable disconnect, low voltage, and no external power alarms that appeared to have been caused by the voltage values within one or both power cables fluctuating below the alarm thresholds. The alarms resolved when power was restored to the system or when the patient switched to a different power source. The log file also captured a controller fault alarm on 14may2024 correlating to an overvoltage condition that appeared to have been caused by the voltage within the white power cable fluctuating to values above the intended threshold, and this alarm remained active throughout the remainder of the data. The voltage values within both cables returned to expected values at the end of the data. The atypical alarms did not prevent the pump from operating as intended throughout the data. The system controller (serial number (B)(6) ) was not returned for analysis. Available information indicates that the alarms resolved upon exchanging the controller. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect, low voltage, no external power, and controller fault conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the primary system controller was giving a low battery alarm when connected to the power base unit (pbu). When white cable was attached, the black lead showed power disconnect with yellow wrench while still connected to the battery. Also momentarily, it showed a replace backup battery alarm which resolved and then a sustained controller fault alarm occurred. The system controller and modular cable were exchanged. Log file review captured several odd no external power and low power alarms while the patient was connected to power module. Some of these appeared to be the result of both power leads being disconnected at the same time. The log also captured multiple internal controller fault alarms beginning at 12:26 pm on (B)(6) 2024. There were no other unusual events recorded. There was no documentation of alarms following exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.